Event description:
It was reported the programmer will shut off if you push a usb (universal serial bus) cable or memory stick into the usb ports in back of the programmer. It is suspected there is some kind of short in the usb ports. It was also reported the programmer will also only intermittently communicate with memory sticks or external printers. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; top usb (universal serial bus) is damaged and causes the programmer to shut off when pushed. It was noted the top usb is also missing a part. Product ID: 229047 analyzer. Product ID: 2067 rf (radio frequency) head. (B)(4).